Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of infusors under infused. This was further described by the customer as benzylpenicillin infusors not completely infusing over the 24 hours (i.e. About 2/3 empty). The customer further stated that the midline was the problem, reporting the tail was a bit lower than most. The devices had been filled with benzylpenicillin. This issue was identified during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available..